Event description:
It was reported to philips that the device passes the operational check and discharge tests (with impulse), but does not turn on the paddle contact indicator. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.